Event description:
Event description boston scientific received information that this chronic atrial lead dislodged and was hanging straight down in the pocket. The physician attempted to extract the lead by hand; as the lead was free floating in the pocket, it pulled back easily. It was almost completely extracted and the lead snapped leaving the distal 5-8cm of the lead, including the passive, tined tip in the subclavian vein (svc). Vascular surgery was consulted and they attempted to cut down to the remaining portion of the lead so that it could be removed. Removal of most of the pacing wire was successful, but as the lead tip was unable to be removed from the svc, the lead tip was actually sewn to the side of the vein by the surgeon to prevent migration and possible future embolic events. ,